Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. The clip was opened and the grippers were raised; however, after grasping the leaflets, the gripper lever was lowered with the clip locked, but only one gripper lowered. It was noted that the grippers were not raised before closing the clip. The cds was removed from the anatomy and outside the patient, the gripper line was noted to be wrapped around one clip arm. When tested outside the patient, the grippers showed the same behavior as inside the patient. A new cds was used and the mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. Returned device analysis found that the clip introducer was torn. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper actuation issue and gripper line being wrapped on one clip arm (physical property issue) were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported physical property issue (gripper line caught on one of the clip arms) resulting in the gripper actuation issue could not be determined. Based on the information reviewed, the reported gripper actuation issue appears to be primarily related to the gripper line being caught on the clip arm. It should be noted that in the mitraclip instructions for use instructs the user to raise the grippers and then instructs the user to unlock the clip; therefore, the clip is to remain locked when raising the grippers. There is no indication of a product quality issue with respect to manufacture, design, or labeling.